Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter during a pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The product was not used for diagnosis or treatment. The device did not met specifications per the standard which states, "that the eye and notch punches are complete and in within the applicable drawing for each fr. Size." Visual inspection noted one temperature sensing catheter without original packaging attached to sample port with tamper evident seal intact and cut inlet tube received. Visual evaluation of the sample noted no obvious defects. An attempted to inflate the balloon was done with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was not able to advance into the balloon. The balloon was then dissected. The inflation notch was not completely perforated. This is considered a failure per the standard which states, "that the eye and notch punches are complete and in within the applicable drawing for each fr. Size." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "inadequate pressure on the machine to punch." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter during a pretest.